Event description:
The customer reported a suspected low blood glucose event with the lowest level being 50mg/dl, and the cause was unknown. The customer drank orange juice, assisted by their mother, did not lose consciousness, and technical support helped update the basal rate, correction factor, and carb ratio settings, while advising consultation with a healthcare provider for any updates.